Manufacturer narrative:
This follow-up report is being submitted to relay additional information. B1: adverse event. Product problem should be unchecked. Reported event was confirmed by review of medical records noting the following: 6-week follow up on (B)(6) 2019 noted no significant findings on xray. Rom 90, -10, 0, s1. Instability 5.4/10, pain 3.4/10, ases 54.7, health score 55. 6-month follow up on (B)(6) 2020 noted no significant findings on xray. Rom 160, 100, 5, s1. Instability 3.2/10, pain 3.5/10, ases 54.2, health score 65. 1-year follow up on (B)(6) 2020 noted no significant findings on xray. Rom 80, 0, 0, hip. Instability 5.1/10, pain 6.2/10, ases 30.7, health score 70. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp-(B)(4) the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. Concomitant medical devices: item number: 010000589, item name: comprehensive reverse baseplate, lot number: 938520; item number: 113628, item name: comprehensive reverse primary stem, lot number: 006290; item number: 110031424, item name: vivacit-e bearing, lot number: 64316201; item number: 115395, item name: comprehensive reverse central screw, lot number: 939230; item number: 180550, item name: comprehensive locking screw, lot number: 529360; item number: 180551, item name: comprehensive locking screw, lot number: 641150; item number: 180553, item name: comprehensive locking screw, lot number: 712570; item number: 110031402, item name: mini tray, lot number: 64361090. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03637. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient is experiencing pain and loss of range of motion approximately 1 year post-implantation of a shoulder prosthesis. No intervention has been reported at this time. Attempts have been made and no additional information is available at this time.